Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. After the 2nd balloon inflation, it was noted that the blood vessel was ruptured. Surgical intervention was performed. No further patient complications were reported and the patients' status after the surgical procedure was good.